Event description:
During remote follow-up, non-sustained right ventricular (rv) oversensing episodes were observed. Abbott technical support was contacted and myopotential and post-paced t-wave oversensing was observed upon review. An rv lead issue was suspected and recommended lead provocation testing to evaluate the oversensing episodes further. No intervention was performed at this time. The patient will be monitored and was stable.